Event description:
On (B)(6) 2025, an email was received from patient (pt) in the united kingdom who reported irritation when wearing 1-day acuvue® moist® brand contact lenses (cls). No additional information was provided. On 29may2025, the pt called and provided additional information. The pt felt dryness and experienced blood shot eyes in both eyes (ou). The pt reported dryness has persisted for 10 days since last using cls in both eyes (ou). The pt stated, "this has been happened for 5 weeks." The pt visited a general practitioner (date unknown) who referred the pt to an emergency eye clinic. The pt visited the emergency eye clinic twice (dates unknown), was told to use eye drops (name, dosage and frequency not provided) and was diagnosed with "toxic / chemical burn." On 04jun2025, the pt provided additional information. The pt reported discomfort and dryness built up over the last 6 months, "so couldn't really tell if the symptoms started to happen immediately upon insertion of new lenses." The pt first visited an emergency clinic on (B)(6) 2025 and then on (B)(6) 2025 for a follow-up visit. The pt does not have a copy of the medical reports, but stated the clinic should be able to provide them. The pt stated ou were diagnosed with chemical burn that was "all over the portion of the eyes where the contact lenses are applied on, not only the cornea." The pt was prescribed 'thealoz duo' to be used at least 6 times a day (the pt uses it every 60 minutes) and 'hycosan' ointment to be applied once at night before going to bed. The medications were prescribed to be used "until the eyes fully recover." The pt was recommended to no longer wear cls. An attempt was made to contact the pt on (B)(6) 2025 to obtain contact information for the treating clinic with no success. On (B)(6) 2025, the pt provided the requested information. On (B)(6) 2025, calls were placed to the treating clinic to verify the pt's diagnosis and treatment with no success. No additional medical information has been received. The date of the pt¿s event is being reported as 01apr2025 as the exact event date is unknown. This report is for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. This od "toxic/chemical burn" is being reported as a worst-case event as the pt¿s diagnosis and treatment could not be verified. A comprehensive review of the manufacturing records for lot number r0007wd was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.